Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental report is submitted to provide a correction to the follow up report 1. It has been determined that field g3, of follow up report 1, was incorrectly documented with the date may 19, 2021. The correct date for field g3 of follow up report 1, is june 21, 2021.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed due to a worn scope socket and slider switch causing high intensity mode to not function. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the light did not remain on "high intensity" and the button that the actual light slides into did not remain depressed. The problem, as reported to olympus, was identified during reprocessing. There was no patient injury, associated with the problem, reported to olympus.